Manufacturer narrative:
Other relevant device(s) are: product ID: 9734058, serial/lot #: (B)(4); product ID: 9734059, serial/lot #: unknown; product ID: 9733438, serial/lot #: (B)(4); product ID: 9735346r, serial/lot #: (B)(4). Analysis of the 9734060 found connection cabling/hardware damage. Analysis of the 9735346r found no failure. The part was returned unused. Analysis of the 9733438 found no failure. When connected to a known good system the scu was found to be fully functional. A check of the event log did not reveal any adverse events. No problem was found. Analysis of the 9734059 found connection cabling/hardware damage. One end of the cable has been pinched or crushed severing the end of the cable. The other end of the cable has been cut off. Not able to test the cable for continuity. Analysis of the 9734059 found no failure. The returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the navigation system was displaying red x on the camera. Rebooting the system multiple times did not resolve the issue. Site decided to use a different navigation system for upcoming case. There was no patient present when the issue occurred.